Event description:
Patient representative reported left side patient ¿was shocked and afflicted with the insecurity caused by the news, regarding the possibility of developing cancer. A new surgery is already generating anxiety, anguish and fear in patient¿. Patient is presenting capsular contracture baker grade iii (unspecified side) and cysts. Device has been explanted and replaced.

Manufacturer narrative:
The investigation of product damage (hole in catheter) and packaging issues has been completed. Product damage (hole in catheter). The clinical stated that when attempting to reposition the device, there was bleeding noted from the red pump plug. The product was returned, and there were 3 different needle puncture holes seen in the catheter around the 35cm mark, causing blood to leak from the red pump plug. The root cause of the product damage (hole in catheter) is most likely due to user error during insertion. Packaging issues: an email was received from the representative that stated the impella 5.5 was labeled as a cp on the red pump plug. The product was returned and it was confirmed that the 5.5 was mislabeled as a cp. The sn was looked up in sap and it was confirmed to have left product as a 5.5. Additionally, the pump was connected to the lab console and the console recognized it as a 5.5. The root cause of the packaging issue is due to an incorrect label. B1 adverse event was erroneously selected on the initial manufacturer device report number 1220648-2025-27782. B2 should have been left blank on the initial manufacturer device report number 1220648-2025-27782. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27782. H6 codes 1888 and 4051 were erroneously entered on the initial manufacturer device report number 1220648-2025-27782. New codes were added to health effect - clinical code and health effect - impact code. H10 instructions for use were erroneously entered on the initial manufacturer device report number 1220648-2025-27782.